Manufacturer narrative:
(B)(4). The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed for the air in the device, which has the potential to cause or contribute to patient injury. It was reported that air was noted in the valve of the mitraclip sgc after the first cds was retracted into the sgc. The sgc was de-aired and a second mitraclip was deployed. Mitral regurgitation was reduced from grade 3 to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak could not be determined. It is possible that the user technique of preparing the device or the steps utilized to remove the clip delivery system from the steerable guide catheter contributed to the reported leak; however, this cannot be definitively confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.